Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via a medwatch from the user facility that a spectrum iq pump was not delivering the correct volume during patient infusion. The pump was programmed to deliver cold normal saline bolus at 999ml/hr. It indicated that all of the fluid infused but actually only 600ml of the fluid had infused from the bag. Reprogramming was required to infuse the remaining volume. It was not reported if there was any patient injury or medical intervention associated with this event. No additional information is available.